Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The soft cannula, formed needle, and bottom housing were inspected, and no abnormalities were found. The investigation found no damages or deficiencies that would result in an infection at the infusion site. The cause of the reported infection could not be determined. The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or deficiencies were found to the fluid path or needle mechanism components that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be determined. The adhesive pad was not returned with the device. No damages or deficiencies were observed with the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. The patient was taken to their pediatrician and was diagnosed with cellulitis and a bacterial infection. It was also reported that the pod had come out of the infusion site (arm). The patient was prescribed with an oral antibiotic (500mg, 3 times a day for 5 days) and a topical antibiotic (mupirocin, 2 percent, 2 times a day for 1 week).